Event description:
Customer complaint - limited data available. This heating pad was recalled. Customer's significant other was burned before they knew about the recall.

Event description:
Customer complaint - limited data available customer complaint: this heating pad was recalled. How do I get a refund for this purchase since I can no longer use it [link removed] husband said it burned him before we knew about the recall.